Manufacturer narrative:
On (B)(6) 2018 the suspect medical device lot number was updated from 75153li00 to 79193li00. The catalog list number remains unchanged as 4j27-32. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing of the likely cause lot 79193li00. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Since it cannot be excluded that the reactive results obtained with lot 75153li00 were false reactive specificity performance of this lot was also investigated. Clinical specificity data gathered via abbottlink from customers worldwide was analyzed. The reactive rate of blood donor samples, review of number of standard deviations to the cut-off for the negative population and review of the median of the populations tested were all reviewed and met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.